Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: wideband magnetic resonance sequencing to decrease image artifact in a child with a cardiac implantable device. Heart rhythm case reports. 2024; 10:292¿296. Doi: 10.1016/j.hrcr.2024.02.003 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the utilization of wideband late gadolinium enhancement and perfusion cardiovascular magnetic resonance imaging (cmr) to assess cardiac function in a pediatric patient. The authors described a patient whose echocardiogram three years after implant showed severely depressed left ventricular (lv) function. The patient's severely depressed lv function may have been associated with thyroid abnormalities, pacemaker-induced cardiomyopathy, and chemo related cardiotoxicity. Cmr was performed and significant dyssynchrony was noted between the right and left ventricles, presumably due to pacing. The device remains in use. No additional adverse patient effects were reported.